Event description:
It was reported that the pt states that she visited her surgeon on (B)(6) 2012 and the x-rays of her right hip were taken. She states that according to her doctor, the implant appears fine in x-ray. She states that she has tenderness in the right hip and experiences limited range of motion and pain when lifting her leg. She also has some slight bruising and discoloration around the implant site. She can't lie on her right side w/o her leg going to sleep. Update: it was reported that a rejuvenate right hip was revised due to pt having sign of infection and elevated ion levels. Surgeon implanted an antibiotic spacer.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.